Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a return of pre-existing pain in the lower limbs and the remote control (rc) had difficulty communicating with the implantable pulse generator (ipg) after a non-device related gynecological procedure. A magnet reset of the ipg resolved the rc communication difficulty and the ipg was able to be turned back on which restored the patients stimulation and pain relief. However, the pre-existing pain and rc communication difficulty issues returned again after the patient went through a metal detector. These issues did not resolve with troubleshooting. Therefore, the patient underwent a revision procedure in which the ipg was replaced. The patient was doing well postoperatively with her stimulation being recovered.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a return of pre-existing pain in the lower limbs and the remote control had difficulty communicating with the implantable pulse generator (ipg) after a non-device related gynecological procedure. A magnet reset of the ipg resolved the rc communication difficulty and the ipg was able to be turned back on which restored the patients stimulation and pain relief. However, the pre-existing pain and rc communication difficulty issues returned again after the patient went through a metal detector. These issues did not resolve with troubleshooting. Therefore, the patient underwent a revision procedure in which the ipg was replaced. The patient was doing well postoperatively with her stimulation being recovered.

Manufacturer narrative:
Analysis of the returned ipg revealed that the electromechanical switch was intermittently open which set the ipg in a reset state causing the reported ipg communication issues and intermittent stimulation. A labeling review was conducted which determined that strong electromagnetic fields can potentially cause unpredictable changes in stimulation and can interfere with rc communication, as documented in the instructions for use (IFU). The IFU also states that random device issues can occur at any time resulting in ineffective pain control and are known risks with scs. Therefore, the cause of the reported event is traced to a random component anomaly in the ipgs reed switch.